Event description:
It was reported that during a da vinci si surgical procedure, the one vessel sealer instrument became stuck inside of the cannula. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The vessel sealer instrument and cannula were returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument received while still installed in the shaft of the cannula. The cannula could not be removed from the instrument. Inspection of the instrument found that the snake wrist was dislodged from the tube adapter, which prevented removal of the vessel sealer instrument from the cannula. There were no missing pieces or material from the instrument and the cannula did not exhibit any damage. It was concluded that the damage to the instrument was like due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.